Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified.